Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, it is likely that the front panel flashed because scope could not be detected due to faulty scope socket resulting in communication failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while performing routine maintenance on his olympus evis exera iii xenon light source, the socket was found defective, and the front panel was flashing. There was no patient involvement during this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.